Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Service analysis of the device revealed that the screen was unable to go onto the countdown sequence. Upon checking the software screen, it was found that the pathwave xseries applications (pxa software) was missing from the screen. The pxa software was updated and the laser was determined to be working; the unit was turned on/off several times without any issue. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure with a patient involved, the console screen froze. The procedure was re-scheduled due to this event. There was no harm to the patient.

Event description:
It was reported that during a procedure with a patient involved, the console screen froze. The procedure was re-scheduled due to this event. There was no harm to the patient.